Manufacturer narrative:
An internal investigation was initiated to determine the cause of the alleged malfunction. Inogen's investigation of the device is complete. Inogen is still pending medical records for the patient and will file a supplemental report, if necessary.

Event description:
It was reported the patient experienced low oxygen levels. Reportedly, the patient's device was not producing oxygen. In turn, the patient was hospitalized 8 hours until oxygen level was back up. As a result, the patient was discharged. Later the patient oxygen levels began to drop again. In turn, the patient returned to the hospital. Reportedly, the patient recovered.